Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
Same case as MFR ID#: 2134265-2010-04718. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterial tibial artery. A 1.5mmx20mmx142cm sterling es balloon catheter was advanced to the target lesion. Upon the first inflation, the balloon ruptured at 6atm. The device was removed intact, and a 2.0mmx40mmx145cm sterling es balloon was advanced. Upon the first inflation, the balloon also ruptured at 6atm. The device was removed intact and the procedure was completed with a sterling es 2.5mmx40mm and sterling es 3mmx40mm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.